Manufacturer narrative:
The reported event of inappropriate/inadequate shock/stimulation was not confirmed. The device voltage was at end of life(eol) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the patient was admitted to the hospital due to palpitations. It was noted that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shock. The product was explanted and successfully replaced. No further information was provided and patient condition was not reported.